Event description:
It was reported that the caller experienced a cartridge leak of insulin. There was no adverse impact to the customer's blood glucose level. The caller changed the cartridge and successfully resumed insulin therapy.